Event description:
The mother reported that the healthcare provider was increasing the dosage, but they did not see any changes with the patient. An x-ray was inconclusive. The mother noted that the patient had a CT scan on (B)(6) 2013 that indicated the catheter was not in the intrathecal space; that it was in the epidural space. The mother stated that they had performed a CT scan after the initial surgery in the summer of 2012, and the catheter was in the intrathecal space, so ¿it did move out of the space¿. She confirmed that the therapy was not helping with the patient¿s symptoms. She stated that this had occurred ¿since the beginning¿, and the patient had been on a ¿very low dose¿. They titrated it very slowly. The mother stated she thought she saw some change the patient¿s spasticity at the very beginning ¿maybe the first few months¿. They further confirmed that the patient¿s quality of life and ease of care had not changed with the device system. The medication used within the system was baclofen.

Event description:
The mother later reported the patient was having their pump and catheter replaced on (B)(6) 2013 for catheter migration. Their healthcare provider advised ¿they just replace everything since there are field actions out¿. The medication used within the system was lioresal. A representative later reported that an x-ray was performed. The distal segment of the catheter was confirmed to have migrated/dislodged and was sitting in the subcutaneous space. A new 8780 catheter was implanted. The patient¿s symptoms included less than 50% therapy relief. Per the manufacturer¿s device registry, the pump remained implanted.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).